Manufacturer narrative:
(B)(4). Reported event was confirmed by visual inspection of the returned device which was fractured on the distal part of the impactor. Device history record (DHR) was reviewed and no discrepancies were found. Visually and dimensionally verified the device to be the correct size. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Report source- foreign. The event occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported by the hospital that a patient underwent an initial knee replacement surgery. During the procedure the tibial impactor broke during routine use. No patient injury and no delay in the procedure reported.